Event description:
It was reported by the rep that the (1) hp052 was used during a laparoscopic cholecystectomy procedure. It was reported that the device was defective and did not transmit energy. The lcsc5 would not cut or coagulate. The handpiece was changed and everything worked fine. There was no pt consequence.